Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Customer's blood glucsose was 126 mg/dl . The pump was replaced to address the issue.